Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. Because the pump was not returned, mmdg was unable to investigate the complaint. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was pumping air after the feeding was done. They did not advise if the pump ever alarmed. Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. They did not provide any further information about the complaint. (B)(4).